Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported broken elevator wire issue could not be determined, however, the issue was likely the result of repetitive use stress, and the wire likely rose up/protruded when the forceps elevator was brushed. The event may be detected by following the instructions for use section below: operation manual_ preparation and inspection_ inspection of the instrument channel and forceps elevator. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus repair facility for evaluation, the customer¿s allegation was confirmed. In addition, evaluation of the device observed the following non-reportable finding: the adhesive part on the bending section cover was worn out and the connecting tube was wrinkled. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility. E1/establishment name: (B)(6) hospital.

Event description:
The customer reported to olympus that the duodenovideoscope forceps elevator wire broke. During evaluation, the following reportable issue was discovered that the forceps elevator wire was damaged specifically due to mechanical or chemical stress. There were no reports of patient or user harm. This MDR is being submitted to capture reportable malfunction found during the device evaluation.